Manufacturer narrative:
The field service engineer checked the subject device and found that the reported phenomenon could be duplicated. The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during routine inspection by the user, it was found that the endoscopic image was not displayed and the touch panel of the front panel was not displayed. There was no report of patient injury associated with the event.